Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008. It is further alleged that he "began to experience progressive pain; a grinding or clucking sensation in his right leg; loss of mobility; inflammation and soreness around the implant; popping noise from right hip; extreme pain and instability of right leg; metallosis and severe discomfort." On or about (B)(6) 2017 he underwent revision surgery of his right hip.